Event description:
While injecting cement down the femoral canal, the tip of the stryker injector raised from the top of the injector allowing cement to rise/spill from top thus preventing the cement to fully deploy into canal space. The small amount of cement that did get into the canal space hardened thus the need to remove all cement from canal. Final placement of a cemented prosthesis was then carried out. Post op radiograph revealed a small hole in femur with some extruded cement. Patient subsequently returned to operating room to repair defect and remove extruded cement.